Manufacturer narrative:
The device is not available for analysis. (B)(4). Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a lack of osseointegration on (B)(6) 2009, resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2009, at which time a sleeper fixture was also placed.